Event description:
It was reported that an intraocular lens (iol) was removed and replaced due to a broken handle. It was noticed when inserting the iol into the patient's operative eye. Sutures were used, the incision was enlarged, and there was a delay of 15 minutes. No further information provided.

Manufacturer narrative:
Pt info: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy by the client. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: (B)(4). Health effect - clinical code: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section h10, additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on dec 5, 2023. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the lens found that it was received partially folded and with ovd residue on the surface. One haptic was detached and stuck to the surface; the other was bent and damaged. No further issues were identified, and no further evaluation was performed. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.